Manufacturer narrative:
Initial reporter section: occupation - unknown. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the nonconformances documented for the lot number said to be involved was performed and confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an upper gastrointestinal endoscopy procedure, the physician used a cook 6 shooter saeed multi-band ligator. The physician intended to use the device to treat upper gastrointestinal varicose bleeding. When firing the elastic band, the bands did not have the effective pressure of the varicose veins [band was not tight enough to function appropriately]. The bands remained inside the patient's body to pass naturally as intended. The patient was intubated and required sclerotherapy with ethanolamine and prolonged hospitalization for observation. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.